Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 2.75 x 16 mm drug eluting stent. As the taxus stent entered a deployed stent, the taxus stent struts were damaged. Consequently, the stent was never deployed. The taxus stent was removed from the pt's body without any complications. The physician then predilated the lesion and successfully completed the procedure with another taxus express2 2.75 x 16 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".